Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately calcified posterior tibial artery. No resistance was felt during advancement of the spartacore guide wire to the lesion; however, during attempted placement of the guide wire, during pullback for repositioning, without resistance felt, the tip of the guide wire separated. As the guide wire tip was located in the ankle no attempts were made to retrieve the separated guide wire tip. A new spartacore guide wire was used successfully to complete the case without any further issues. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned guide wire. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the separation and foreign body in patient was related to case circumstances.